Event description:
An optometrist reported pt with residual hyperopia after hyperopic lasik that was performed eleven months prior. This report references the right eye. An additional report will be filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).